Manufacturer narrative:
The esu was quarantined; therefore, an evaluation of the unit was not possible. No anomalies were found in the review of the unit's device history record (DHR). Most likely the fire was caused by the ignition source from the esu in conjunction with the use of an alcoholic based disinfectant. Therefore, warnings in the user manual explicitly address's this type of situation and how it can be avoided. Additionally, training was provided to medical personnel at the facility on the proper use of the equipment. No trends have been identified with this incident. Erbe USA, inc is no closing the file on this event.

Event description:
It was reported that a pt incident occurred during a frenulum. Upon activation of the electrosurgical unit (esu/generator), the surgical drapes caught on fire. The fire caused a burn at the thigh of the pt (a child) and the child was treated at the hospital. No further info regarding the pt was provided. Note: the esu is similar to a model distributed in the united states. The generator was distributed by our parent company (erbe electromedizin (B)(4)) to a hospital in (B)(6).